Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture (B)(6) in a patient coincident with extraneal viaflex (imported) and physioneal 40 viaflex therapies for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced cloudy effluent which required hospitalization. On (B)(6) 2011, the patient began remedial therapy with vancomycin (2 g, "5-5/days", ip) and ceftazidime (250 mg, four times daily, ip). On that same date, vancomycin was discontinued, and the pd regimen dosages were adjusted and the modality was changed to continuous ambulatory peritoneal dialysis (capd). At the time of this report, the extraneal viaflex was increased to 2 liters, daily, lot number not reported and physioneal 40 viaflex was decreased to 6 liters, daily, lot number not reported ip for capd and the outcome for the event of bacterial peritonitis with culture (B)(6) was resolving. Treatment with ceftazidime continued. Concomitant medications included aranesp, diulo, lasix, ramipril, nifedipine (adalat) and insulin. The nurse considered the event of bacterial peritonitis with culture (B)(6) to be unrelated to extraneal viaflex and physioneal 40 viaflex therapies. Additional information was received: on (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, remedial therapy was ongoing for ten additional days and the outcome for the event of bacterial peritonitis with (B)(6) was resolving.